Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 2.7 mmol/l. The customer was treated with orange, toast and coffee for low blood glucose level. The customer had high blood glucose level 14.2 mmol/l, 23 mmol/l and 11 mmol/l which was corrected manually and the customer had low blood glucose level. Customer gave herself 4.5 unit of insulin and then tested blood glucose and it was 14 mg/dl and after lunch it was 13 mg/dl happening for a month. The insulin pump will not be returned for analysis.